Manufacturer narrative:
(B)(4). The customer reported that in the middle of a procedure, the generator power reduced to 0 watts and would not resume ablating. Upon restart, the generator showed persistent hardware error # 5: unable to deliver rf for ablation. This is a safety feature in-built into the device where if there is any defective component that can compromise the patient's safety, the generator will not allow the user to proceed and prevent any patient injuries. The device was functioning as intended. The procedure could not be continued and the generator was sent back for repair. Upon repair, a defective "nis board" was found and replaced. After repair, the unit was tested for safety and functionality and was found acceptable. A DHR review was performed by the manufacturer and no anomalies were noted.

Manufacturer narrative:
Additional information from customer (affiliate): case was stopped and sinus rhythm achieved after cardioversion. The patient was under general anesthesia approximately 3 hours. A transseptal puncture was performed prior to the case cancellation. (B)(4).

Event description:
In the middle of the second af case of the day, after applying some ablations, the generator started displaying a constant 0.0w instead of the 43 degrees c / 30w max requested (in temp control mode, with a regular thermocool catheter, and target temp not reached). The generator was still emitting the typical "ablation" high-pitched constant sound, but the power would not go any higher than 0w. After a few attempts, it was decided to reboot the stockert. It then displayed hw error 5 at start-up. The standard troubleshooting was performed: reboot several times, unplug all front and back cables, except the power, then reboot several times, wait 15 min, and try again. Every time, hw error 5 was displayed. The case had to be interrupted, since they had no backup solution. No patient consequence, except for an incomplete case.